Manufacturer narrative:
Previously submitted medwatch report 3003910212-2024-01552 follow-up 1 was submitted in error. Serial lot number and catalog number was submitted in error. Lot number and serial lot numbers were illegible on set of medical records.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible complications with the use of any tissue deficiency prosthesis may include, but are not limited to, infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Although a review of manufacturing and sterilization records could not be performed, all pre-release specifications are confirmed prior to release as part of quality system processes. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: updated lot number. H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible complications with the use of any tissue deficiency prosthesis may include, but are not limited to, infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Although a review of manufacturing and sterilization records could not be performed, all pre-release specifications are confirmed prior to release as part of quality system processes. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added serial#, catalog#. G3/g4: PMA/510(k) number. H6: updated type of investigation code and investigation findings code. Conclusion code remains the same. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent bilateral inguinal hernia repair on (B)(6) 1992 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 1996 and (B)(6) 2022, additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: dense adhesions, recurrent hernias. Additional event specific information was not provided.

Manufacturer narrative:
H6: codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ (B)(6) 1992: (B)(6) hospital and clinics. (B)(6) , md. Preoperative diagnosis: bilateral direct inguinal hernias. Implant procedure: bilateral inguinal herniorrhaphy. [Implant: gore-tex® soft tissue patch, 1315020020/ ¿illegible¿, 15cm x 20cm x 2mm thick]. Implant date: (B)(6) 1992 (hospitalization dates unknown). ¿ (B)(6) 1992: (B)(6) hospital and clinics. (B)(6) , md. Operative report. Resident surgeons: (B)(6) , md. Preoperative and postoperative diagnosis: bilateral direct inguinal hernias. Anesthesia: general. Estimated blood loss: minimal. ¿ procedure: ¿the abdomen and groin areas were prepped and draped sterilely. An incision was made in the left groin, near the pubic tubercle, in the direction of the anterior superior iliac spine. Scarpa¿s fascia and the external oblique muscle layer were opened. The ilioinguinal nerve was identified and retracted. The spermatic cord was freed and a penrose drain placed around it. The floor of the inguinal canal was reinforced by the placement of a gore-tex graft which was sutured in place with interrupted 2-0 prolene sutures. The external oblique and scarpa¿s fascia were closed with interrupted sutures. The skin was closed with staples. A sterile dressing was applied. The same procedure was performed on the opposite side simultaneously. The patient was returned to the recovery room, extubated, in good condition. He tolerated the procedure well .¿ ¿ (B)(6) 1992: (B)(6) hospital and clinics. Implant sticker. Gore-tex® soft tissue patch. Lot#: illegible, extremely poor copy. Catalogue#: 1315020020. Hand-written note: ¿goretex mesh placed bilat. To repair hernias .¿ relevant medical information: ¿ unknown date: ¿the patient had subsequently developed a recurrence on the right side which had been re-explored and repaired with gortex mesh .¿ right groin reexploration and repair with alleged ¿gortex¿ mesh. [No medical records provided.] Revision preoperative complaints: ¿ (B)(6) 1996: (B)(6) hospital and clinics. (B)(6) , md. Indications: ¿the patient is a 27-year-old male who is status post bilateral inguinal hernia repair. The patient had subsequently developed a recurrence on the right side which had been re-explored and repaired with gortex mesh. The patient presented at this time with a recurrent bulge in the right groin which was found to be a reducible inguinal hernia. He also complained of some discomfort in the left groin, but no definite hernia could be palpated on this side. He was scheduled for elective exploratory laparoscopy and herniorrhaphy .¿ revision procedure: laparoscopic right inguinal herniorrhaphy. Implant: polypropylene mesh. Revision date: (B)(6) 1996 (hospitalization dates unknown). ¿ (B)(6) 1996: (B)(6) hospital and clinics. (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative diagnosis: recurrent right inguinal hernia. Postoperative diagnosis: recurrent direct right inguinal hernia. Anesthesia: general. Estimated blood loss: minimal. Specimens: none. ¿ procedure: ¿the patient was brought to the operating room and placed in a supine position. Following induction of general endotracheal anesthesia, a foley catheter was placed to decompress the bladder. The abdomen was then sterilely prepped, and the patient was draped in the usual fashion. A curvilinear skin incision was made in the supraumbilical region, through which was inserted a verres [sic] needle, and pneumoperitoneum was established. The verres [sic] needle was then replaced with a 12-mm endoscopic port, and the laparoscopic camera was inserted. Careful visualization of the inguinal regions bilaterally revealed an obvious recurrence on the right side which was located along the medial aspect of the previous repair. The left inguinal region was likewise inspected but was found to be completely intact without evidence of recurrence. In order to proceed with a repair of the right hernia, we placed a second 12-mm port through the left lateral abdominal wall and a 5-mm port through the right lateral abdominal wall. The hernia sac was then grasped and fully reduced, and the peritoneum was incised along the anterior aspect of the defect. Because the defect was relatively medial and the remainder of the old repair was intact, we elected not to take down the entire repair but rather confined our dissection medial to the epigastric vessels. The preperitoneal space was carefully dissected so as to define the margins of the hernia defect. We found that the tissue around the margins of the defect was relatively good, and we felt that this would easily hold staples to secure mesh over the opening. Cooper¿s ligament was dissected free to identify this landmark for additional laparoscopic staples. We then cut a piece of polypropylene mesh appropriate for the size of the defect, and this was inserted into the preperitoneal space. We found that this covered the direct defect nicely with 1-2 cm of overlap over the intact hernia repair. The mesh was secured in place circumferentially around the defect, using laparoscopic staples. The mesh was secured inferiorly to coopers ligament and around the remainder of the direct defect. Staples were used to affix the mesh to the intact portion of the repair. At this point, we completed the procedure by closing the peritoneum back over the mesh using additional laparoscopic staples. The pneumoperitoneum was then released, and the ports were removed. The two 12-mm port sites were closed with 0 vicryl stitches to reapproximate the fascia. Marcaine was injected into each of the wounds. The skin was then closed with interrupted 4-0 vicryl subcuticular stitches. Sterile dressings were applied, and the patient was awakened and extubated. He tolerated the procedure well. Estimated blood loss was minimal. All instrument counts were correct. There were no specimens and no complications .¿ relevant medical information: ¿ (B)(6) 2022: (B)(6) hospital. (B)(6) , md. Radiology report. Ultrasound inguinal hernia right. Indication: bilateral groin pain. History of hernia repair. Findings: ¿a fat- containing hernia arises medial to the right inferior epigastric vessels, accentuated by valsalva and reducible with compression, herniating through a 1.0 cm defect. No focal mass lesion or lymphadenopathy. Impression: ¿fat containing, reducible right inguinal hernia .¿ explant left groin mesh preoperative complaints: ¿ (B)(6) 2022: (B)(6) hospital. (B)(6) , md. Indication: ¿the patient is a 53-year-old man with a history of 3 prior right inguinal hernia repairs and at least one prior left inguinal hernia repair with pain in the right groin as well as left groin. The right groin was noted to have a recurrent hernia on palpation, but in addition, an ultrasound was performed, which confirmed it. Left inguinal ultrasound was performed, which did not show recurrence; however, given the nature of the patient's pain, we elected to explore that side .¿ explant left groin mesh procedure: robotic recurrent bilateral inguinal hernia repair with preperitoneal placement of 10 x 15 cm synecor premesh. Implant: gore® synecor preperitoneal biomaterial. Explant left groin mesh date: (B)(6) 2022 (hospitalization dates unknown). ¿ (B)(6) 2022: (B)(6) hospital. (B)(6) , md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: recurrent right inguinal hernia and chronic left groin pain. Postoperative diagnosis: recurrent bilateral inguinal hernias. Anesthesia: general. ¿ procedure: ¿after informed consent was obtained from the patient and preoperative antibiotics were given, he was brought to the operating room and general endotracheal anesthesia was initiated. A foley catheter was placed using sterile technique and his abdomen was prepped and draped in the usual sterile fashion. Local anesthetic consisting of 1% lidocaine with epinephrine and 0.5% marcaine plain were infiltrated in the patient's skin in the left upper quadrant. A 5 mm optical trocar was inserted and pneumoperitoneum was initiated and we explored the abdomen for visceral injury due to the initial trocar placement. We then placed two 8-mm trocars, one just to the right of midline in the upper abdomen and one to the right lateral corner in the upper abdomen and then we converted the initial 5-mm trocar to an 8-mm trocar. The patient was then placed in 15 degrees of trendelenburg position. The da vinci xi robot was brought in and docked to the patient and then we began our operation by scoring the peritoneum on the right side about 7 cm cephalad to the internal ring. We were able to get into the preperitoneal plane and we took this all the way down to the pubic symphysis and then we went laterally all the way to the anterior-superior iliac spine. We continued our dissection down towards the inguinal canal. In the process of bringing the mesh off of the abdominal wall, we did note that the mesh was densely adherent to a branch of the epigastric vessels as was predicted on the CT scan and we did have to ligate with hemoclips portion of the inferior epigastric vessel. We were able to completely isolate the mesh off of the surrounding tissues and we were able to identify 2 direct recurrences in hesselbach¿s triangle. There was a little bit of a cord lipoma at the internal ring as well and so once we had completely mobilized this area we also removed about a total of 3 hernia staples, which were found secured to the surrounding structures including the pubic bone. Once that was done, we turned our attention to the left side. We took down the peritoneum on the left side of the abdomen. We were able to take the peritoneum down all the way to the pubic symphysis and laterally to the anterior superior iliac spine and then we went down towards the internal ring. This plane had not been violated before and so we were able to free up all the surrounding peritoneum. There was no evidence of a direct hernia, but at the internal ring, we did notice that the tails of the mesh that had been placed it in an open position were eroding into this preperitoneal space. They were folded on each other and they appeared to be in a situation causing pain and so we elected to remove the mesh. We were able to take in multiple prolene stitches out of the mesh and then it came free from the surrounding tissues. We were able to then remove it and placed in the peritoneal cavity for later removal. Then, with both sides ready for mesh, we brought in a 15 x 20 cm piece of synecor pre and we cut in so we had two 10 x 15 cm pieces of mesh. We trimmed it slightly so that it would fit into the myopectineal space and then we soaked each one in irrisept. In order to bring the mesh in, we had to place a 12 mm right lower quadrant trocar, which we did under direct vision. Next, we brought in the mesh. We secured the left side first and then went under the pubic symphysis by 2 cm and covered the internal ring femoral space and indirect space. We secured the mesh to the pubic bone and to the anterior abdominal wall in a cephalad position using 2-0 vicryl sutures. We then brought in the right-sided mesh and similarly the two meshes overlapped by about 2 cm. It was secured to the pubic bone and the anterior rectus muscle in a cephalad position. Once that was done, we closed the peritoneal flap using a running 2-0 monocryl suture x2 and then we were able to close the fascia at the 12 mm port site using 0 and the carter-thomason fascial closure device. We then closed the skin using a 4-0 monocryl in a subcuticular fashion followed by dermabond and steri-strips. The patient was then extubated, transported to the recovery room in good condition. His foley was removed. All instrument, sponge, and needle counts were correct x2. Due to the complex nature of this procedure and the unavailability of a qualified resident assistant, I did ask dr. (B)(6) to assist me with this case .¿ ¿ (B)(6) 2022: (B)(6) , md. Laboratory report. - final diagnosis: a. Left groin, mesh, explant. Foreign material (mesh) with associated dense fibrosis. - gross description: a. The specimen is labeled ¿left groin explanted mesh .¿ received fresh and transferred to formalin 5.9 x 2.9 x 1.5 cm portion of rubbery tan mesh material. The specimen is sectioned and representative sections are submitted in cassette a1 . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.